Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the first device fired 1 staple and jammed. The second device fired a few staples but the staple did not fully penetrated the mesh and the surgeon had to remove them all and finish the surgery manually with sutures. There was no patient injury.